Manufacturer narrative:
(B)(4). The customer reported a failure to shock. There was no report of pt involvement. The device was evaluated by the customer's biomed. There were charge/shock failure/therapy pca messages in the status log. The therapy pca was replaced to resolve the issue. The device passed all testing and was returned to service.

Event description:
The customer reported a failure to shock. There was no report of pt involvement.